Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) had noise on the shock electrograms which was reproducible with isometrics. The qrs wave complex was described as abnormal in shape. An invasive procedure revealed that the all seal plugs and lead connections to the header were normal.